Event description:
It was reported that during a percutaneous intervention procedure an gauge issues occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. During the procedure with the advantage 26 inflation device "during the inflation of balloon, actuated the inflation device but could not elevate the pressure. Found that the meter which shows the level of pressure was detached." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the gauge was detached from the encore housing and the filter was not returned. The device was returned prepped with fluid in the barrel. The device was put back together and functionally tested. The gauge detached from the device at 14atms on the second rotation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was unable to inflate with this device. However, the balloon was able to inflate with another advantage 26.